Event description:
The healthcare professional reported that when the 6mm x 25cm deltafill 18 (dlf180625 / 31178126) was opened for an endovascular embolization procedure that was targeting aneurysm on the internal carotid artery (ica), it was immediately verified that it was damaged. A new coil was used as replacement. The procedure was reportedly delayed by 3 minutes. There was no report of any negative patient impact. On 16-jul-2024, additional information was received. Per the information, the event date was 09-jul-2024. The reported damage was observed ¿when they tried to deploy the coil.. In that moment, the coil start going ¿out¿ for a lateral ¿wall¿¿ so they did not deploy it. [Took] it out and opened another one. They spent 3 minutes maximum in the procedure [to] get another coil.¿ the information indicated that the damage was observed on the ¿lateral open.¿ the replacement coil was another 6mm x 25cm deltafill 18 (dlf180625). The procedure was successfully completed without any negative patient impact. The physician did not consider the 3-minute delay to be clinically significant, as indicated by the information, the physician was ¿very calm and relaxed,¿ he commented to the sales representative, ¿this one is not ok, you are witness!¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event is not known. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31178126) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.